Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The cause of the patient¿s peritonitis cannot be determined with the available information. However, peritonitis is a well-known potential complication of pd therapy which can be a result of many potential etiologies. It was reported the patient is elderly, frail and not good candidate for pd therapy which could be potential factors in this peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted technical support for assistance with a patient line is blocked (soft alarm) that occurred in fill 1 of 4. During the call, the contact stated that the patient has peritonitis which may be causing the drain complication. Upon follow up, the charge nurse reported that on (B)(6) 2019, the patient was admitted into the hospital with peritonitis. A pd culture (obtained on (B)(6) 2019) yielded no growth but an elevated red blood cell (rbc) count (result not provided); white blood cell (wbc) count reportedly normal. During hospitalization, the patient was treated with cefepime 1 gram intravenously every 24 hours. Additionally, the patient¿s pd catheter (not a fresenius product) was obstructed with fibrin and as a result was going to be removed. The patient reportedly is transitioning to hemodialysis. Per the charge nurse, the cause of the peritonitis is unknown. However, it was reported the patient is frail and not good candidate for pd therapy. The charge nurse indicated there were no product related issues involved with the peritonitis event. No further information is available.